Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the manufacturing representative (rep) reported that there was a planned revision today as the patient had not been getting good coverage of pain area since implant. Numerous reprogramming sessions caused no improvement. The doctor was going to remove the percutaneous leads and place a paddle lead. In the operating room, he used c-arm to locate the leads. Both leads had migrated. The right lead tip was down to the bottom of t10 and the left lead tip was at the bottom of t9. The initial placement was at mid t7. An incision was made at t9 as the doctor wanted to place the paddle lead before removing the percutaneous leads. As he was dissecting down he saw a small area of milky white fluid. The tissue was sent for gram stain and culture. He then opened the battery pocket and there was a large amount of fluid there. When he pulled the leads out through the battery pocket the leads were covered in a yellowish, stringy material. The bumpy inject anchors were in the battery pocket with sutures tied around the anchor. All products were explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional in formation. If additional information is received, a follow-up report will be sent. The patient's relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), explanted: 2015-(B)(6), product type lead, product ID 977a260, serial# (B)(4), explanted: 2015-(B)(6), product type lead.

Event description:
Follow up information received from the manufacturer&#38112;representative reported that the cause of the lead migration was unknown. If additional information is received, a follow-up report will be sent. See also manufacturer&#38112;report #3004209178-2015-20771 for the other device issue